Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the sp fenestrated bipolar forceps (fbf) instrument for failure analysis. The fbf instrument was found to have the proximal clevis dislodged. As a result, the distal end of the instrument separated from the snake wrist. Both proximal welds were present.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure; the jaws of the sp (single port) fenestrated bipolar forceps (fbf) instrument were observed to protrude beyond the sheath. This issue arose while the fbf instrument was being used to grasp tissue to control uterine bleeding. Upon removal of the instrument and sheath, it was discovered that the joint between the fbf instrument's jaws and the shaft was separated and loose. Although the cause of the protruding jaws, the cause of the bleeding, and the extent of the bleeding remain unknown, hemostasis was successfully achieved with a laparoscopic bipolar instrument, and the procedure was completed without further complications. Additional information has been requested; however, no response has been received.